Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The insertion site was the abdomen. Blood glucose level was more than 25 mmol/l and also ketones were present at the time of the event due to which patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025. Patient got treated with insulin via pump. Patient was also found positive for ketones level and ketones level were 1.9 mmol/l at the time of the event. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI), lot number, expiration date under d4 , PMA number under g4, and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the reference samples for the lot 6009648 have already been previously tested in the complaint (B)(4) on 08-jun-2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6009648 was packaging according to the work instruction (wi) version 81, in the machine multivac 12, on 15/oct/2024, with a total of (B)(4) units. Welding lot: the lot 4j05743 was packaging according to the work instruction (wi) version 38, in the machine sc06, on 14/oct/2024, with a total of (B)(4) units. The lot 4j05744 was packaging according to the work instruction (wi) version 38, in the machine sc05 and sc06, on 14/oct/2024, with a total of (B)(4) units. The lot 4k01510 was packaging according to the work instruction (wi) version 38, in the machine sc06, on 15/oct/2024, with a total of (B)(4) units. The lot 4k01511 was packaging according to the work instruction (wi) version 38, in the machine sc05 and sc06, on 15/oct/2024, with a total of (B)(4) units. The lot 4k01516 was packaging according to the work instruction (wi) version 38, in the machine sc05 and sc06, on 28/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Threshold analysis: a query was run on 23-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009648". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.